Manufacturer narrative:
Device evaluation: the pump was returned to animas and investigated on (B)(6) 2018 with the following findings: a user cancelled bolus was observed on (B)(6) 2018 with a fully delivered bolus programmed immediately after. The ok button was unresponsive. The keypad was found to be torn. The ok button contact was found to be damaged.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 460 mg/dl with symptoms of vomiting and ketones. The patient did not receive any treatment above and beyond the normal course of diabetes management. The patient had discontinued pump therapy at the time of the call. The reporter stated that the ok button was under responsive. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump as a result of an unresponsive keypad button.